Event description:
Multiple recorded artifact events on atrial pacemaker lead. These "events" are interpreted as atrial fibrillation by the device and are causing inappropriate mode switching by the device. There are multiple recorded events as early as (B)(6) 2015. It is difficult to determine how early these recorded artifact tracings began as patient does have tru paroxysmal atrial fibrillation.